Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with diaphragmatic and phrenic nerve stimulation. No capture at maximum output complete undersensing / p wave could not be sensed in both configurations during testing were noted on the right atrial (ra) lead. Dislodgement of the lead into the superior vena cava (svc) was confirmed on the x-ray. The lead was reprogrammed and later revised and remains in use. No further patient complications have been reported as a result of this event.